Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the customer to continue using their current pump and multiple daily injections (mdi) as backup therapy. The customer was instructed on the use of a replacement pump and the process for returning the faulty pump, which they understood and acknowledged.